Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03575 and 03576. The patient received 2 scs leads with different lot numbers. It was reported the patient is unable to establish communication with his scs ipg using his patient programmer after not using or charging his scs system due to ineffective stimulation. Subsequently, surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.